Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00451. The pt received an scs system including an ipg and a surgical lead on (B)(6) 2011. It was reported that the pt lost stimulation. An x-ray was taken which revealed that the lead had pulled slightly out of the header of the ipg. Surgical intervention was undertaken to correct this matter. At that time, the physician elected to reposition the lead in an effort to capture optimal therapy coverage for the pt. However, the lead was damaged in the process. Additionally, the set screw allegedly disengaged from the ipg header when the physician attempted to place the new lead in the header. Both the lead and ipg were replaced as a result of these occurrences. Effective stimulation was recaptured for the pt following the procedure.